Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with an unknown amount of units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.